Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted tones. An investigation into the cause of the tones revealed high out of range shock impedances on the right ventricular (rv) channel. The physician elected to raise the alert for shock impedances and continue monitoring the system. The make of the rv lead is unknown. This ICD remains in service. No adverse patient effects were reported.